Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. Per the reporter, the pt was at school and became ill with vomiting. Her blood glucose was "hi" on the school's meter. She was transported to the hosp and admitted with a blood glucose of 600 mg/dl. She was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.